Event description:
This rv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2016 due to lead repair, impedance 240-181 ohms with noted rv noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).